Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown at this time.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that an uphold mesh was implanted on an unknown date. There were no complications reported immediately at the conclusion of the procedure.according to the complainant, the physician had to remove the mesh because the patient was experiencing pain.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.